Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had experienced high blood glucose levels around 400 mg/dl and low blood glucose levels down to 37 mg/dl. The customer also reported that the insulin pump's battery life was shorter than normal. The alarm history showed that the insulin pump had weak battery alert and a no delivery alarm. Blood glucose level at the time of the weak battery alarm was 57 mg/dl and was treated with juice. The customer was advised to use the recommended battery type and monitor the device. The insulin pump was not replaced or returned for analysis.